Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was on impella cp support had no pulses to the lower extremity. Duplex study was negative for flow. A distal perfusion catheter was placed. However, there was still no flow. Additionally, upon intubation, the patient began to drop flows, having suction at every p level, requiring reduction to p3. The next day, extracorporeal membrane oxygenation circuit with chatter and impella with suction was noted. Albumin was administered and hypotension, suction, and chatter improved. It was further reported that care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Limb ischemia - irreversible: clinical details state that there were no pulses to lower extremity as of (B)(6) 2025. Duplex study negative for flow. Dpc placed however still no flow. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition. ¿ any concomitant medication. ¿ vascular size or variations thereof. ¿ detailed description of the symptoms experienced by the patient. ¿ physical examination findings, including pulse assessment and visual examination of the affected limb. ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders. ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. ¿ patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Low pump flow: clinical details state that on (B)(6) 2025 upon arriving to ICU and being intubated, patient began to drop flows, having suction at every p level, requiring reduction to p3. Echo at bedside, rv akinetic, lv with an ef of approx 7%. On (B)(6) 2025, ECMO circuit had chatter and impella had suction. Albumin administered and hypotension, suction, and chatter improved. Tte at bedside showing underfilled lv, adequate impella positioning. Data log review showed a set of suction alarms on (B)(6) 2025 with varying flows with the several changes in p-level. There was also a general ps trend downward on this day. The next day, suction alarms aligned with drops in placement signal. Product was not returned. The root cause of the low flow and suction was most likely patient condition since clinical details state the patient had an underfilled lv and data log review shows patient deterioration trends in ps.